Manufacturer narrative:
When completed, the investigation results will be submitted in a supplemental report.

Event description:
It was reported that while rep was opening the trays to set up for a case (primary right knee) - rep noticed a grease-like substance on the handle of the trial extractor and did not think it should be used as a result. The patient was not involved and there was no adverse consequence to patient or user. This was discovered before patient was brought to the or and before anesthesia was administered.

Manufacturer narrative:
An event regarding degraded handle was reported. Conclusion: the event was confirmed. The damaged device was discovered during inspection; there was no surgical procedure associated with the reported event. This event meets the definition of preventive maintenance; no further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported that while rep was opening the trays to set up for a case (primary right knee) - rep noticed a grease-like substance on the handle of the trial extractor and did not think it should be used as a result. The patient was not involved and there was no adverse consequence to patient or user. This was discovered before patient was brought to the operating room and before anesthesia was administered.